Event description:
It was reported that the bladder of a large volume infusor ruptured. The issue was further described as, "internal reservoir tearing after drug injection". The device contained 5-fluorouracil and was filled using an unspecified repeater pump. The issue occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the bladder was ruptured. The ruptured bladder was examined for signs of abnormality, and it was noted that there were no signs of abnormality on the external and internal surfaces of the bladder, the rupture line, and stressmember. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.